Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. The patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years 9 months post implant of composix kugel mesh, patient was diagnosed with adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. The patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with right inguinal hernia and incarcerated umbilical hernia thereby underwent laparoscopic repair with the implant of kugel patch (device #1) and composix kugel mesh (device #2). Per operative notes, "direct inguinal hernia was noted, a kugel patch (device #1) was placed into the defect and tacked in place. On right upper quadrant an incarcerated umbilical fat was dissected free, a composix kugel mesh (device #2) was placed into the abdominal cavity and fixed in position using tacks." (B)(6) 2017 - patient was diagnosed with extensive adhesions and pain in the umbilicus thereby underwent laparoscopic repair with explant of composix kugel mesh (device #2). Per operative notes, "the right inguinal mesh (device #1) was seen with some adhesions on it. Extensive adhesions on the undersurface of the umbilicus and several loops of bowel were adherent to a piece of tissue separating mesh (device #2) were noted. There were many tacks on the mesh and the bowel had grown into the tacks. The adhesions were taken down. The mesh (device #2) and all the tacks were removed." (Note, no intervention was performed for kugel patch (device #1)) attorney alleged that the patient had adhesions and pain.